Event description:
See initial report.

Manufacturer narrative:
Through follow up livanova was informed that the roller pump 150 sn (B)(6) was not repaired since customer requested a new pump and customer didn't accept a repaired pump.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Motor control board has been removed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. The fse engineer have tried to solve the issue, performing a flashing, but the error persist. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 single roller pump 150 displayed motor control error (e432) during set up. The perfusionist trying to solve, cleared the alarm error and nothing happened. The pump clear the error when turn off and turn on again, and when the s5 is turn off and stay off for long time, appear again after the start up. There was no patient involvement. Hospital: (B)(6).

Manufacturer narrative:
H11: the review of machine service history revealed that it was installed in 2022 and no previous event was reported before. Based on the collected information and considering investigation's results of previous similar complaint, the most likely root cause of the issue is related to failure of the motor control board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents.

Event description:
See initial report.